Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain:pelvic"), colitis ulcerative ("ulcerative colitis") and intestinal scarring ("extensive amount of scar tissue and inflammation within her intestines") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Concurrent conditions included overweight and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss") and fatigue ("chronic fatigue"). In 2015, the patient experienced colitis ulcerative (seriousness criterion medically significant) with haematochezia, abdominal pain, haemorrhoids and bowel movement irregularity. On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping/pain: abdominal"), abdominal pain lower ("severe lower abdominal pain"), uterine pain ("severe uterine pain"), menstrual disorder ("abnormally menstrual bleeding / abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), toothache ("painful teeth"), dysgeusia ("metallic taste in mouth"), hyperhidrosis ("excessive sweating"), night sweats ("night sweats"), loss of libido ("loss of libido"), abdominal distension ("severe bloating"), dyspareunia ("dyspareunia (painful intercourse)"), rash vesicular ("skin irritation on lower back: rashes, redness, bumps and blisters") with pruritus, weight increased ("weight gain"), constipation ("severe constipation"), intestinal scarring (seriousness criterion medically significant) and gastrointestinal inflammation ("extensive amount of scar tissue and inflammation within her intestines"). The patient was treated with surgery (full hysterectomy and bilateral salpingo-oophorectomy were performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, uterine pain, menorrhagia, menstrual disorder, tooth loss, toothache, hyperhidrosis, night sweats, loss of libido, abdominal distension, headache, dyspareunia, weight increased, constipation, colitis ulcerative, intestinal scarring, gastrointestinal inflammation, vaginal haemorrhage and tooth disorder outcome was unknown and the dysmenorrhoea, dental caries, dysgeusia, migraine, rash vesicular, alopecia and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, colitis ulcerative, constipation, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal inflammation, headache, hyperhidrosis, intestinal scarring, loss of libido, menorrhagia, menstrual disorder, migraine, night sweats, pelvic pain, rash vesicular, tooth disorder, tooth loss, toothache, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in spring of 2015, she was schedule for a surgery to remove the essure. On (B)(6) 2015, she underwent a total hysterectomy and bilateral salpingo-oophorectomy, during which her uterus, cervix, both fallopian tubes, and both ovaries were all removed. Post-operatively, her doctor advised that, during surgery an extensive amount of scar tissue and inflammation within her intestine was encountered and, as a result, she was encouraged to see a gastroenterologist for further evaluation and treatment. Since her removal surgery, she has been diagnosed with ulcerative colitis and now has to take daily medication to help ease the related symptoms she experiences. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhoea, vaginal bleeding, pelvic pain and abdominal pain." Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns 35 year old patient. Patient demographic was updated. Her historical condition and concurrent condition was added. Essure lot number was added. Essure insertion date was updated. Essure indication was added. Event: abnormal bleeding (vaginal, menorrhagia) and dental problems. Post essure removal: severe abnormal menstruation pain, migraines, skin rash, hair loss, metal taste in mouth, fatigue and tooth decay all subsided after removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain:pelvic"), colitis ulcerative ("ulcerative colitis") and intestinal scarring ("extensive amount of scar tissue and inflammation within her intestines") in a 35-year-old female patient who had essure (batch no. 915893/ 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Concurrent conditions included overweight and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced tooth disorder ("dental problems"). In august 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss") and fatigue ("chronic fatigue"). In 2015, the patient experienced colitis ulcerative (seriousness criterion medically significant) with haematochezia, abdominal pain, haemorrhoids and bowel movement irregularity. On an unknown date, the patient experienced intestinal scarring (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping/pain: abdominal"), abdominal pain lower ("severe lower abdominal pain/abdominal cramping"), uterine pain ("severe uterine pain"), menstrual disorder ("abnormally menstrual bleeding / abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), toothache ("painful teeth"), dysgeusia ("metallic taste in mouth"), hyperhidrosis ("excessive sweating"), night sweats ("night sweats"), loss of libido ("loss of libido"), abdominal distension ("severe bloating"), dyspareunia ("dyspareunia (painful intercourse)"), rash vesicular ("skin irritation on lower back: rashes, redness, bumps and blisters") with pruritus, weight increased ("weight gain"), constipation ("severe constipation") and gastrointestinal inflammation ("extensive amount of scar tissue and inflammation within her intestines"). The patient was treated with surgery (full hysterectomy and bilateral salpingo-oophorectomy were performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, colitis ulcerative, intestinal scarring, abdominal pain, abdominal pain lower, uterine pain, menorrhagia, menstrual disorder, tooth loss, toothache, hyperhidrosis, night sweats, loss of libido, abdominal distension, headache, dyspareunia, weight increased, constipation, gastrointestinal inflammation, vaginal haemorrhage and tooth disorder outcome was unknown and the dysmenorrhoea, dental caries, dysgeusia, migraine, rash vesicular, alopecia and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, colitis ulcerative, constipation, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal inflammation, headache, hyperhidrosis, intestinal scarring, loss of libido, menorrhagia, menstrual disorder, migraine, night sweats, pelvic pain, rash vesicular, tooth disorder, tooth loss, toothache, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in spring of 2015, she was schedule for a surgery to remove the essure. On (B)(6) 2015, she underwent a total hysterectomy and bilateral salpingo-oophorectomy, during which her uterus, cervix, both fallopian tubes, and both ovaries were all removed. Post-operatively, her doctor advised that, during surgery an extensive amount of scar tissue and inflammation within her intestine was encountered and, as a result, she was encouraged to see a gastroenterologista for further evaluation and treatment. Since her removal surgery, she has been diagnosed with ulcerative colitis and now has to take daily medication to help ease the related symptoms she experiences. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on 13-jun-2012: full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhoea, vaginal bleeding, pelvic pain and abdominal pain, menorrhagia, pelvic pain, vaginal haemorrhage and uterine haemorrhage added from medical records." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain:pelvic"), colitis ulcerative ("ulcerative colitis") and intestinal scarring ("extensive amount of scar tissue and inflammation within her intestines") in a 35-year-old female patient who had essure (batch no. 915893, 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Concurrent conditions included overweight and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss") and fatigue ("chronic fatigue"). In 2015, the patient experienced colitis ulcerative (seriousness criterion medically significant) with haematochezia, abdominal pain, haemorrhoids and bowel movement irregularity. On an unknown date, the patient experienced intestinal scarring (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping/pain: abdominal"), abdominal pain lower ("severe lower abdominal pain/abdominal cramping"), uterine pain ("severe uterine pain"), menstrual disorder ("abnormally menstrual bleeding / abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), toothache ("painful teeth"), dysgeusia ("metallic taste in mouth"), hyperhidrosis ("excessive sweating"), night sweats ("night sweats"), loss of libido ("loss of libido"), abdominal distension ("severe bloating"), dyspareunia ("dyspareunia (painful intercourse)"), rash vesicular ("skin irritation on lower back: rashes, redness, bumps and blisters") with pruritus, weight increased ("weight gain"), constipation ("severe constipation") and gastrointestinal inflammation ("extensive amount of scar tissue and inflammation within her intestines"). The patient was treated with surgery (full hysterectomy and bilateral salpingo-oophorectomy were performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, colitis ulcerative, intestinal scarring, abdominal pain, abdominal pain lower, uterine pain, menorrhagia, menstrual disorder, tooth loss, toothache, hyperhidrosis, night sweats, loss of libido, abdominal distension, headache, dyspareunia, weight increased, constipation, gastrointestinal inflammation, vaginal haemorrhage and tooth disorder outcome was unknown and the dysmenorrhoea, dental caries, dysgeusia, migraine, rash vesicular, alopecia and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, colitis ulcerative, constipation, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal inflammation, headache, hyperhidrosis, intestinal scarring, loss of libido, menorrhagia, menstrual disorder, migraine, night sweats, pelvic pain, rash vesicular, tooth disorder, tooth loss, toothache, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in spring of 2015, she was schedule for a surgery to remove the essure. On (B)(6) 2015, she underwent a total hysterectomy and bilateral salpingo-oophorectomy, during which her uterus, cervix, both fallopian tubes, and both ovaries were all removed. Post-operatively, her doctor advised that, during surgery an extensive amount of scar tissue and inflammation within her intestine was encountered and, as a result, she was encouraged to see a gastroenterologist for further evaluation and treatment. Since her removal surgery, she has been diagnosed with ulcerative colitis and now has to take daily medication to help ease the related symptoms she experiences. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhoea, vaginal bleeding, pelvic pain and abdominal pain, menorrhagia, pelvic pain, vaginal haemorrhage and uterine haemorrhage added from medical records." Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received : the reporter information updated. The event heavy uterine bleeding added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), colitis ulcerative ("ulcerative colitis") and intestinal scarring ("extensive amount of scar tissue and inflammation within her intestines") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced colitis ulcerative (seriousness criterion medically significant) with haematochezia, abdominal pain, haemorrhoids and bowel movement irregularity. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("severe lower abdominal pain"), uterine pain ("severe uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormally menstrual bleeding / abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), toothache ("painful teeth"), dysgeusia ("metallic taste in mouth"), hyperhidrosis ("excessive sweating"), night sweats ("night sweats"), loss of libido ("loss of libido"), abdominal distension ("severe bloating"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse"), rash vesicular ("skin irritation on lower back: rashes, redness, bumps and blisters") with pruritus, alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), constipation ("severe constipation"), intestinal scarring (seriousness criterion medically significant) and gastrointestinal inflammation ("extensive amount of scar tissue and inflammation within her intestines"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy were performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, toothache, dysgeusia, hyperhidrosis, night sweats, loss of libido, abdominal distension, migraine, headache, dyspareunia, rash vesicular, alopecia, fatigue, weight increased, constipation, colitis ulcerative, intestinal scarring and gastrointestinal inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, colitis ulcerative, constipation, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal inflammation, headache, hyperhidrosis, intestinal scarring, loss of libido, menorrhagia, menstrual disorder, migraine, night sweats, pelvic pain, rash vesicular, tooth loss, toothache, uterine pain and weight increased to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in (B)(6) 2015, she was schedule for a surgery to remove the essure. On (B)(6) 2015, she underwent a total hysterectomy and bilateral salpingo-oophorectomy, during which her uterus, cervix, both fallopian tubes, and both ovaries were all removed. Post-operatively, her doctor advised that, during surgery an extensive amount of scar tissue and inflammation within her intestine was encountered and, as a result, she was encouraged to see a gastroenterologist for further evaluation and treatment. Since her removal surgery, she has been diagnosed with ulcerative colitis and now has to take daily medication to help ease the related symptoms she experiences. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.